Event description:
The customer reported on (B)(6) 2020 that audible alarms were not occurring at the central station; there were visual alarms occurring. There was no adverse event or patient harm reported.